Event description:
Received information regarding a leaky cartridge. The customer reported that the alleged issue possibly impacted her blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.